Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself multiple times. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the customer indicated that during their evaluation, the report was observed and attributed to the digital board and a system interconnection cable. The digital board and backlight cable were replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.